Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. In addition, no information about the vocsn device used during the event was provided. As a result, section d4 (model number, catalog number, serial number and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Ventec reached out to the reporter in an attempt to get additional information about the patient, the event and the device involved. Ventec was advised that no further information was available.